Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros troponin I es result was obtained for a single patient sample run on a vitros 5600 system, and that during the investigation additional vitros troponin I es results were identified that met phs criteria. The most likely assignable cause of the issue is an instrument related issue due to lack of cleanliness in the analyzer. In addition, pre-analytical sample handling could not be ruled out as a contributing factor. The investigation found no evidence to suggest the vitros troponin I es reagent had malfunctioned.

Event description:
A customer complained after observing a non-reproducible, higher than expected vitros troponin I es result for a single patient sample run on a vitros 5600 system. During the investigation, additional vitros troponin I es results were identified meeting phs criteria. Vitros troponin I es patient result = 0.176 ng/ml verses expected result <0.012ng/ml. Vitros known troponin free sample result = 0.175, 0.124, and 0.184 verses expected result <0.012ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The patient result was not reported to a clinician and no allegations of patient harm were made as a result of the events. (B)(4).